Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08/01/2024, it was reported by a sales representative via phone that an ar-1938ps knotless suturetac pull stitch was bunched up. The suture stitch was passed through the labrum. There was no loop to pass the implant stitch through to achieve final fixation. This occurred during use in a case with no patient effect. Case completed by drilling for another anchor reinserting. Delay in case 8 minutes.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing. Per the surgical technique for knotless suturetak: load the repair suture through the loop of the shuttling suture. Fold the white section of the repair suture in half (a) and crease the suture with your fingers. Pull the free end of the shuttling suture to shuttle the repair suture back into the anchor. Advance the shuttle suture with repeated light tugs until the suture is passed through the suture splice locking mechanism and back out of the cannula.